Manufacturer narrative:
1038671-2024-02823 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, a failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface and the reported pain, and/or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported prosthesis wear and femoral debonding could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as no details regarding cementing technique or environmental conditions were provided, and the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Event description:
It was reported that approximately 140 months after a total right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, osteolysis, synovitis, effusion, loss of mobility, delamination of the polyethylene, femoral debonding, swelling, pain. No further issues or complications were reported. No additional information is available.